Manufacturer narrative:
The ge service rep conducted an onsite investigation. The snubber board and the x-ray tube were replaced. The high voltage circuit was reseated. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an overload fault error message. No pt injury was reported.